Event description:
Medtronic received information that prior to use of a hms plus, it was reported that customer's act abnormal liquid controls were passing on all of their hms instruments except this unit. Cartridge detects were coming slightly earlier than anticipated range, thus failing the control. Customer attempted several times with same result. Customer tried a second lot# of abnormal liquid controls and experienced the same failed test result.control values were not obtained, therefore liquid controls failed.there was no error code reported .the instrument was replaced. There was no patient involvement, so no adverse effect occurred. Additional information received that the customer runs liquid controls once per week.

Manufacturer narrative:
Device evaluation:the reported failing liquid qc issue was verified during service. Service technician observed heat block temp to be 36.6 degrees. The service technician calibrated temperature on instrument. The service technician cleaned lift wire areas, and operated unit using customer's liquid controls and cartridges, as programmed into instrument, and as being the controls experiencing issue. Service technician allowed control-hydrations of 35 minutes. The service technician operated unit through 4 successful tests result, and discussed with customer that heat block temperature was on low side of allowable temperature and of extended hydration time of liquid controls for abnormal testing. Preventive maintenance was performed as per specification. Note that the instrument was not returned to medtronic facility but was serviced by field service technician. Conclusion:no patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings. The hms plus white paper describes the most common failure modes and the clinical impact of these. This investigation was completed with the information that was provided. If additional information is received this investigation will be reopened if deemed necessary. No further actions to be taken at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.